Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening on valve, opening on radius, yellow particles. Leak test and microscopic analysis was performed which identified: opening crack, crease smooth opening. Based on the device analysis the final assessment is: an opening crease smooth on radius due to fold flaw opening. A cracked valve seat diaphragm valve.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.